Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer was assisted with motor error troubleshooting. The customer's blood glucose level was 530 mg/dl at the time of the incident. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was assisted in clearing the alarm and performing a pump rewind. The insulin pump was able to complete pump rewind and also passed a displacement test. The customer was advised to monitor the insulin pump. There was no indication of troubleshooting for the high blood glucose level. The insulin pump will not be returned for analysis.